Manufacturer narrative:
Approximate age of device- 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for treatment of infection on (B)(6) 2018. The patient was treated with v antibiotics, debridement and vacc; however, the infection continued. The pump was exchanged before the infection got to the pump pocket on (B)(6) 2019. No additional information provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas) did not reveal any device-related issues. A specific cause for the report of driveline infection could not be conclusively determined through this evaluation. The device was returned assembled with the driveline severed approximately 4¿ from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.